Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the 8mm prograsp forceps instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: "there was breakage of grey cables on the jaws. No physical damage to the instrument at the distal end (tips) or the proximal end (housing). No material missing or detached from the instrument at the distal end. No misaligned bent tips. No broken input disks. No tissue was caught in instrument".

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.